Event description:
It was reported that the patient underwent transcatheter aortic valve replacement within an existing edwards bioprosthetic valve, using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately 13 years. It was identified, through review of source documentation provided, that the there was prosthetic aortic valve stenosis with calcification. No other details provided.

Manufacturer narrative:
The device was replaced due to aortic valve stenosis with calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Since the device was not explanted and evaluated, the root cause of this event cannot be conclusively determined. However, it appears that the reported calcification likely caused the patient's aortic stenosis. There have not been any allegations of a malfunction or deficiency related to the subject device. No further actions are possible with the available information.